Event description:
Two endeavor sprint rx drug-eluting stents were implanted to the right coronary artery, one to the mid rca and one to the distal rca (ref MFR report# 2953200-2009-01672). The pt was discharged two days later. The pt was asymptomatic at the 30 day, 6 month, 1 year and 1.5 year follow up. Approximately 21 months after the index procedure, the pt had an actue stemi. The investigator stated that the event was not related to the study stent or study procedure. Three weeks after the mi and ECG was performed and ptca to the mid rca was performed. The investigator stated that the event was not related to the study stent or procedure.

Manufacturer narrative:
Secondary intervention. Evaluation results: myocardial infraction, revascularization.